Manufacturer narrative:
A ge service representative performed an onsite investigation. The surge suppressor pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power up and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system was not coming up at all. The fse determined the cause of the problem to be a faulty surge suppressor pcb that blocked ac power from the machine. The fse replaced the surge suppressor and performed an operational checkout. System functioning. The surge suppressor, suppresses voltage and current surges which can occur on ac mains power. Although the surge suppressor is designed to protect the system from damage, if the system is installed in an environment which is subject to frequent voltage surges and fluctuations, over time, the protection circuitry can become fatigued or damaged and lose its effectiveness, thus failing to prevent damage to components it is intended to protect. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as th